Event description:
It was reported that during implant the device incorrectly detected rv lead noise when none was present. The device remains implanted and the patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.